Manufacturer narrative:
Other devices used: unknown proximal screw x 3 unknown distal screw x 2 based on the available information the device remains implanted therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient

Event description:
It was reported that the patient had a post-op complications of glenohumeral arthritis. X-rays show complete joint space collapse and patient is in significant pain. Patient was given an injection of 40mg kenalog,2ml lidocaine,7ml ropivacaine into glenohumeral joint space.